Manufacturer narrative:
E1: facility name "(B)(6)". Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the pump completed its task approximately 7-8% earlier than expected. The programming details were as follows: a 3-day bag containing 390 ml at a rate of 5 ml/hour. During compounding, a secure eva bag was filled with normal saline (ns) using a baxa repeater pump from baxter, which was calibrated before use. Baxter¿s documentation indicates a 10% variance for the pump. The eva bag was spiked with an equashield spike set, followed by the cadd set 21-7346. The blincyto stabilizer and medication were then injected into the bag. After the medication was added, the tubing was primed by gravity. The nursing staff connected the pump to the patient and programmed it. The cadd tubing featured an equashield swivel connector, and the patient¿s port site had a bd q-syte. The pump indicated a reservoir volume of 42.3 ml for the 3-day bag. A 6% variance was discussed, along with the IFU information for the pump¿s placement. The residual volume accounted for the total volume in the bag, excluding the priming volume for the tubing set, which was 7 ml plus an additional 1 ml for the equashield spike adapter. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.